Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2009, the patient's wife called for assistance with setting up the patient's backup infusion device. Upon follow up with the patient the next day, he stated that his blood glucose measured 375 mg/dl when he woke up. He stated that it had been 78 mg/dl the previous night before bed and he had not eaten anything abnormal. He stated that he attempted to bolus 10 units of insulin and an e4 (occlusion) was displayed. He stated that there was a large air bubble in the insulin cartridge. He stated that he allows insulin to reach room temperature prior to use and he properly adjusts the piston rod before inserting the insulin cartridge into the infusion device. He stated that he injected 8 units of insulin via syringe and his blood glucose lowered throughout the morning. His blood glucose then dropped to 69 mg/dl and he ate 2 glucose tablets and his blood glucose increased to 134 mg/dl and he has had no further issues. He stated that he believes 8 units of insulin was too much to correct his elevated blood glucose reading. His normal blood glucose range is 70-120 mg/dl. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.